Event description:
Note: this report pertains to one of two complaints that occurred during the same procedure. Refer to manufacturer report # 3005099803-2009-04275 for the associated device information. It was reported to boston scientific corporation that two hydratome rx sphincterotomes were used during an endoscopic retrograde cholangiopancreatography procedure. According to the complainant, during the case, the first device started cutting the ampulla in the normal fashion, but then stopped. The second device was used with two other manufacturers' generators and one other manufacturer's active cord. The second device did not work with either generator or cord. The tissue was turning white when applying the device to it, but the device was not cutting. Neither device had a broken cutting wire. The physician was able to remove the soft stones through the opening, and the case was completed. The pt developed mild pancreatitis and was hospitalized for two days. Treatment was bowel rest and rest in general.

Manufacturer narrative:
Pancreatitis. The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.